Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy due to a sudden change in therapy or symptoms in (B)(6) 2016. The patient had a return of symptoms like they did before they had the implant. The patient was wetting themselves and increased stimulation and it didn't make a difference. The patient bent and moved a lot on their job. The patient did not have any falls or trauma. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.